Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 440 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer reported changing the infusion set and applied a correction bolus from the insulin pump but the blood glucose levels would not go down. Troubleshooting was done. It was reported that the insulin pump passed the self-test. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.